Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The surgeon reported that the case went well and that the clip applier functioned normally during the operation. The pt was returned to the or and a second procedure was performed. During the second procedure there were no clips found on the cystic artery. Clips were found floating in the abdomen. Post-operatively the pt was transferred to another facility where pt expired.